Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was taking place when the issue occurred was cancelled and rescheduled for another time. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem and that the customer had deleted all old images. Troubleshooting determined that the image processing pc (ippc) operating system had an issue. The fse reinstalled the operating system and configured the system parameters. After the operating system was reinstalled, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a low disk space error, which would impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.